Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 444 mg/dl. Customer treated the blood glucose with manual injection of insulin. The customer also reported that the insulin pump alarmed no delivery. The customer's blood glucose was 553 mg/dl at the time of call. Customer reported removing their infusion set and finding that the infusion set cannula was bent. Troubleshooting was performed. The infusion set is not expected to be returned.